Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for previously known positive patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. As part of validation, the customer alleged that 5 previously known positive patient samples tested on cobas liat generated a sars-cov-2 negative result. Upon retesting the same 5 previously known patient samples on a separate cobas liat, all 5 samples generated a positive result for sars-cov-2. Results were not reported. No harm was alleged. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 5 MDR will be filed.

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Data containing the alleged samples were not provided, therefore, the root cause could not be identified. Possible causal factors may be sample processing related including off-label collection, sample storage temperature, or delay in sample testing.